Manufacturer narrative:
The importer reported that user facility reported that a patient experienced what appears to be a third-degree burn at the treatment site following the use of the soprano titanium system.

Event description:
The importer reported that user facility reported that a patient experienced what appears to be a third-degree burn at the treatment site following the use of soprano titanium system.